Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown accolade stem was reported. The event was confirmed based on medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: the patient underwent a left total hip arthroplasty in 2005. The hip had to be revised in 2021 because of trunnionosis and disassociation of the head from the stem. I can confirm that the event occurred since I was able to review the photograph of the x-ray that was provided which shows the disassociation. Regarding the possible root cause of this event, I cannot determine this for certain. Trunnionosis and head disassociation can be caused by multiple factors including surgical technique. I certify that I have completed the medical risk assessment to the best of my abilities as a healthcare professional and that my opinions reflect my personal and independent medical judgment and analysis. Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that patient's left hip was revised due to disassociation. The event was confirmed based on medical review. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to trunnionosis and dissociation of the head from the stem. A stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner. Rep can provide pictures and otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to trunnionosis and dissociation of the head from the stem. A stem, head, and liner were revised. Rep confirmed there are no allegations against the revised liner. Rep can provide pictures and otherwise confirmed that no further information will be released by the hospital or surgeon.